Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to tower doors kept clicking. A field service engineer removed old grease and reseated connections to resolve. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system tower 3 door was persistently clicking and required frequent recovery. The customer stated that there was a delay in dispensing of the medication. There were no adverse events or injuries reported based on this incident.